Manufacturer narrative:
On 03/14/2017, tandem clinical diabetes specialist reported that the customer thought that the low bg may be due to her age and most of the low bg events occurred at night. The customer only had one basal setting during the day and after meeting with a physician, he decreased the pump basal rate setting. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels. The customer did not know the low bg value; however, did state that at times, it would be low enough she would lose consciousness. Juice and glucose would be consumed to address the low bg. The customer's daughter would assist the customer with the juice and glucose. The customer did not know the cause of the low bg and due to lack of internet, was unable to upload the pump data for review. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the events with a healthcare provider.